Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose had been running high and that the insulin pump had alarmed for no delivery. The blood glucose reading was 422 mg/dl. The customer treated with the insulin pump. The customer stated that she treats with a manual injection when the blood glucose remains high for a few hours after treating with the insulin pump. The drive support cap appeared normal and recessed. The time and date were correct and the basal rate and bolus settings were correct. The bolus history displayed all entries based on the customer's recollection. The customer declined to perform the high pressure test and was advised to call back if the issue continued to perform the test.